Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a sensor error was received. Customer indicated that the sensor was inserted and upon removal, the electrode was shorter than normal. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed the sensor passed with accurate readings.